Event description:
It was reported, during an upper endoscopy, the biopsy forceps were inserted through the endoscope and what appeared to be tissue fell out of the biopsy channel into the patient. The fallen suspected tissue was successfully retrieved from the patient via suction into the neptune machine. The issue caused a 2 minute procedural delay while the patient was under general anesthesia. It was not verified it was tissue, but appeared to be tissue. The procedure was completed successfully with the same device and there was no patient injury. No additional imaging was required to confirm the tissue was removed from the patient. The scope was traced to the previous patient and it was verified it went through bed side pre-cleaning, manual cleaning, leak testing, and ran through a successful cycle in the oer-pro. It is unknown if the device was inspected prior to each procedure, and that is not their practice.